Event description:
Pt's family member reports suspected j retention wire fracture without protrusion through the outer polyurethane insulation. This has not been confirmed by a medical professional at this time.